Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was deployed in the vessel. The physician intended to use the device for arterial closure, and the vessel was described as appropriately sized with slight calcification. The device was pulled back until the indicator line was aligned, and the deployment button was pressed. The issue was discovered a few hours after closure, and the patient was brought back and re-accessed. The procedure was an interventional coronary procedure performed using an antegrade approach. The deployer was in training. A 5/6f non-cordis sheath was used. The femoral artery suitability, including insertion angle, was verified on angiography or venography. There was no vessel tortuosity. Contrast or imaging to confirm balloon placement was recommended but not performed by the physician. The deployer maintained tension on the catheter during depression of button #1. There were no multiple sheath exchanges. Intravascular plug deployment was confirmed by accessing the other groin and crossing over for angiogram. A non-cordis balloon catheter was used to push the polyethylene glycol (peg) material out of the way, and post-angiography showed the vessel was patent. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2535002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event ¿sealant-inaccurate placement (intravascular)¿ could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (slight calcification at the arteriotomy with an antegrade approach) and procedural/handling factors (user was in training and it was recommended to confirm balloon placement but not performed) likely contributed to the intravascular deployment reported since a lesion/stenosis at the access site can prevent proper placement of the balloon, resulting in improper placement of the sealant. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ it also states to, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the phr review, nor the available information suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was deployed in the vessel. The physician intended to use the device for arterial closure, and the vessel was described as appropriately sized with slight calcification. The device was pulled back until the indicator line was aligned, and the deployment button was pressed. The issue was discovered a few hours after closure, and the patient was brought back and re-accessed. The procedure was an interventional coronary procedure performed using an antegrade approach. The deployer was in training. A 5/6f non-cordis sheath was used. The femoral artery suitability, including insertion angle, was verified on angiography or venography. There was no vessel tortuosity. Contrast or imaging to confirm balloon placement was recommended but not performed by the physician. The deployer maintained tension on the catheter during depression of button #1. There were no multiple sheath exchanges. Intravascular plug deployment was confirmed by accessing the other groin and crossing over for angiogram. A non-cordis balloon catheter was used to push the polyethylene glycol (peg) material out of the way, and post-angiography showed the vessel was patent. The device will not be returned for evaluation as it was discarded.